Manufacturer narrative:
The event investigation is currently underway.

Event description:
It was reported that following the successful deployment of a stent graft to treat extravasation in a vessel after a declot procedure, the tip of the delivery system detached and migrated to the patient's heart. The patient was transferred to another facility, where unsuccessful attempts were made to retrieve the tip with a snare. The tip remains lodged in the patient's pulmonary artery. The patient has been reported to be asymptomatic.